Manufacturer narrative:
H.2. Device evaluation: upon inspection, co observed that the lead was returned in two pieces. The proximal coils were stretched approx three inches from the end of the proximal connector. Proximal and distal coils were stretched or damaged in the area where the is-1 coil was severed. Additional testing showed damage to the connector and hipotential tests indicate that the is-1 insulation was damaged also. However, our investigation was inconclusive because we are unable to ascertain when this damage occurred. The device history record was reviewed and no issues were noted for the performance of the lead during mfg and final inspections.

Event description:
During a routine f/u, constant noise was observed on the egms with over 56 episodes of aborted fibrillation. Since the ICD did not appear to sense properly due to this noise, it was programmed to all functions off and replaced.